Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported they were able to clear the alarm. Customer stated they did not received request to rewind the insulin pump. Fill cannula was recorded in daily history. Customer stated that the insulin pump passed self test. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.